Manufacturer narrative:
Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed.

Event description:
The customer reported via phone call that his insulin pump had blank display. The customer's blood glucose level was 139 mg/dl. The customer went to swimming and the insulin pump suddenly started vibrating. The customer was assisted in troubleshooting and the display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.